Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that their ins was not keeping a charge long anymore since this year. They were told the battery would need to be replaced at 6 years. They were redirected to their healthcare provider (hcp) to discuss the battery status. No patient symptoms or further complications were reported as a result of this event. Refer to sr 603164684 for details pertaining to the lost dtc and power cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating they were having to charge the ins more frequently over the past 6 months. They used to charge once a week now they charge every other day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they have an appointment with their doctor next month and they would reiterate their concerns. The doctor expressed that the unit was installed in 2014 and that 6 years is the average lifespan. The patient stated they are charging every 3 days and the issue had sort of resolved. Refer to (B)(4) for details pertaining to the lost dtc and power cord.